Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 11 dec 2018 arjo was informed about a complaint involving enterprise 8000x bed. Following the information reported, the retainer clip (component responsible for keeping the radius arm in place) was missing causing that the radius arm detached from bed's frame. This malfunction was noticed before placing the resident on the bed, when the caregiver tried to lower the bed. No injury or other medical consequences were noticed. The detailed analysis was carried out to establish the most probable reason of the malfunction. It was confirmed that c-clip was missing, which could contribute to the claimed malfunction. The visual inspection and photographic evidence provided did not show any signs of misuse. It should be emphasized that if the c-clip would have been missing during pre- use check or during transporting and installation process it would have been easily noticed. If the c-clip is missing the frame does not raise or lower properly. The claimed enterprise 8000x bed manufactured in feb 2015 was checked before being distributed to the customer and verified to meet the required manufacturer's specification. The device history record has been reviewed and no anomaly was found that would affect the bed's stability. There was no issue with a radius arm reported within over last 3 years since bed's delivery to the customer. Based on the above the manufacturing and transport damage were ruled out to be the cause of the reported malfunction. It is also worth noting that the enterprise 8000x bed has been designed, produced and certified to meet the requirements of standard iec 60601-2-52. This confirms that the beds are stable devices while used accordingly to product instruction for use. Based on the above findings, the cause of the missing c-clip which resulted in the radius arm detachment could not be determined due to insufficient information gathered. The malfunction was noticed after about 3 years of use, therefore it cannot be excluded that it was the result of the device handling, for example due to the enormous external forces what in consequences led to the missing component and radius arm detachment. To sum up, the radius arm detached from the bed's frame and from that perspective, the enterprise 8000x bed did not meet its manufacturer's specification. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment that affects bed's stability and may lead to a bed collapse.

Event description:
On (B)(6) 2018 arjo was informed about a complaint involving enterprise 8000x bed. Following the information reported, the retainer clip (component responsible for keeping the radius arm in place) was missing causing that the radius arm detached from bed's frame. This malfunction was noticed before placing the resident on the bed, when the caregiver tried to lower the bed. No injury or other medical consequences were noticed.